Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the cap of the large port of the feeding adapter became loose a few days after placement. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one feeding tube bifurcation adaptor was returned for evaluation. Functional/visual and dimensional evaluations were performed. The investigation is confirmed for a loose cap as when backpressure was applied to the sample, the main cap dislodged easily. No leaks were noted on the small port. The large port inner diameter was found to be somewhat above specification. No obvious damage was apparent from the sample evaluation photo. The definitive root cause could not be determined based upon available information. However, possible causes of such an event may include insufficient insertion of the port plug, excessive force on the plug during insertion, and wear/deformation over time. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the cap of the large port of the feeding adapter became loose a few days after placement. There was no reported patient injury.